Event description:
It was reported that the electrograms (egms) showed noise, oversensing, and pacing inhibition on the right atrial (ra) channel. There was no indication of inappropriate therapy delivered. Technical services (ts) confirmed this ra lead presented normal amplitude range and impedance measurements. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).